Event description:
During a pci treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at eight atms on the first inflation. The lesion being treated was a calcified, 95% stenotic lesion in the left anterior descending coronary artery. The maverick2 monorail balloon was removed and the procedure was completed. No pt injuries or complications were reported. Pt status is reported as 'good.'